Manufacturer narrative:
Medical device lot #: 1293342 was reported, however, this is not a lot number manufactured for the reported catalog number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing with the kit grp a strep 30 test veritor, discrepant results were obtained. The same test cartridge was tested twice. The first test gave negative results and the second test gave positive results. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: customer stated initial read for strep test was negative, then same cartridge reinserted in instrument sometime later and test read positive. Informed customer the same cartridge should never be reinserted into the veritor for a "reread". Cartridge was initially incubated for 5 minutes before initial read. Veritor gave neg result with no error code. Informed customer if qc was performed and passed, and no error code was given the initial read is valid.

Manufacturer narrative:
H6 investigation summary: this statement summarizes the investigation results regarding your complaint that alleges ¿discrepant result¿ when using kit grp a strep 30 test veritor (material # 256040), batch number 1293342. Bd quality performs a systematic approach to investigate all complaints. An investigation and testing were performed on the batch number provided and no issue was found. The complaint issue was unable to be confirmed via retain samples. A trend analysis for discrepant result was conducted, no adverse trend was identified. No corrective actions were taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while testing with the kit grp a strep 30 test veritor, discrepant results were obtained. The same test cartridge was tested twice. The first test gave negative results and the second test gave positive results. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: customer stated initial read for strep test was negative, then same cartridge reinserted in instrument sometime later and test read positive. Informed customer the same cartridge should never be reinserted into the veritor for a "reread". Cartridge was initially incubated for 5 minutes before initial read. Veritor gave neg result with no error code. Informed customer if qc was performed and passed, and no error code was given the initial read is valid.